Manufacturer narrative:
Correction: section d4 (lot #) the reported event could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much applied mechanical force during screw insertion. The device inspection revealed the following: the returned device is indeed broken at the tip. The tip of the screwdriver has not been returned. The microscope analysis indicated that the surface of the breakage is homogenous which indicates a sudden breakage of the device. This could be due to high applied forces which led to a strain of the material and finally resulted in the breakage during screw insertion. As a result, the root cause of the failure was considered to be repeated powerful dynamic overloading during use. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that, during a primary procedure on a left hand, the tip of the driver broke off in the screw when the screw was 2/3 of the way in. The driver tip was removed with a dental pick and fell on the floor and couldn't be retrieved. Rep obtained another driver and the surgery was completed successfully with an approximate 15 second delay in surgery. No adverse consequences were reported.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that, during a primary procedure on a left hand, the tip of the driver broke off in the screw when the screw was 2/3 of the way in. The driver tip was removed with a dental pick and fell on the floor and couldn't be retrieved. Rep obtained another driver and the surgery was completed successfully with an approximate 15 second delay in surgery. No adverse consequences were reported.